Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 clip would not come out when fired. The device seemed empty. Another al326 instrument was used to complete the case. There was no consequence to the pt.